Manufacturer narrative:
(B)(4). A carefusion field service representative visited the user facility to evaluate the device. During the course of the evaluation the field service representative, determined that limit and control cap diaphragms were defective. Replaced cap diaphragms. Performed patient circuit calibration @ 40 cmh2o and performance test @ 19.5 cmh2o paw / 58 cmh2o amplitude. The unit is meeting all specifications. The reported event is considered a known condition and was corrected by and internal action.

Event description:
The customer reported the unit has drifting amplitude - unable to achieve stable amplitude readings. Requested field service. Patient involvement is unknown.